Event description:
It was reported that the basket on the percutaneous thrombolytic device separated from the cable during use. The basket was retrieved using a snare. There were no further complications.

Manufacturer narrative:
MFR control no. Dc980550. The sample has been returned to arrow. Evaluation of the returned sample found that the torque cable had fractured at the basket sleeve. It was concluded that this was most likely due to fatigue failure. User technique can also contribute to this type of occurrence.